Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The reported event was not confirmed as the scope was not microbiologically tested by olympus and the user culture results were not shared. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope tested positive for an unexpected contamination. Bacterial culture test was not qualified and the customer requested testing the inside of the clamp tract. The issue was found during reprocessing. The intended procedure was enteroscopy. The procedure was completed with a similar device. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device was returned. Due to limitations at repair center, culture test could not be conducted and reported issue could not be confirmed at repair center. During the inspection at repair center, it was found that inner wall of the channel-tube had scratches. The investigation is ongoing. Follow up in progress to obtain additional information regarding the bacterial culture test. A supplemental will be submitted on completion of investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
There was no suspected patient infection. Device culture test was not performed. There were no concerns regarding accessories used for reprocessing. After the procedure, there was no delay to the start of pre-cleaning. Water was aspirated through the instrument/ suction channel with a suction pump. The air/water channel was flushed with water and air by using mh-948. The device passed the leak test. The brushed points were -suction pipe, suction cylinder, instrument channel port. The device was rinsed before manual disinfection. All the channels were flushed with and immersed in disinfectant. Sterile water was used for rinsing. There were no concerns regarding the automated reprocessor used. All channels were connected with cleaning tubes when the endoscope was setting up into the automated reprocessor. The expiration date of the disinfectant was controlled. The disinfectant solution met the minimum effective concentration. The device was blow dried with clean compressed air. The endoscope was stored in a cabinet with drying function. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being submitted for correction. D10 updated.